Event description:
It was reported that patient underwent procedure utilizing suture anchors on (B)(6), 2011. During the procedure, the surgeon implanted two suture anchors and tightened them. During range of motion testing, the suture slid through the anchor. The procedure was completed using two additional anchor devices, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of returned devices suggests use error caused or contributed to the reported problem. The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR one of two (1825034-2011-00668) for this event. This report submitted (B)(4), 2011.